Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was malfunction caused by pop latch. A field service engineer replaced the pop latch with an updated version to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue with a tower door failure. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.